Event description:
A surgeon reported that while performing the cuts during the laser portion of a cataract procedure the laser shot 500 um above of what it had been programmed. The intended effect about crystalline was produced on the anterior capsule. The pt had an anterior capsule tear in the meridian of about 0/180 degrees. The surgeon had to recover the fragments of the capsule to perform the capsulotomy. The capsulotomy was discontinuous and with radial cuts, but the intraocular lens (iol) was finally implanted. The pt improved one day after the surgery.

Manufacturer narrative:
The product was not returned analysis. The product history records were reviewed; there were no unusual findings related to the reported issue. The product investigation could not identify a root cause. A company representative checked the system vacuum onsite and did not find any problems. The laser system was within specifications. No testing was performed as no parts were returned. (B)(4).